Event description:
The manufacturer received information alleging a ventilator's display was blank. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, the display was blank. The device's lcd screen was replaced to address the issue.